Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during surgery, with the force of trying to bend the rod into the screw head and while hitting rod gripper with a mallet, the tip of the rod gripper fractured. Another rod gripper was used to complete the procedure without patient impacts.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the tip of the device was fractured off. Root cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during surgery, with the force of trying to bend the rod into the screw head and while hitting rod gripper with a mallet, the tip of the rod gripper fractured. Another rod gripper was used to complete the procedure without patient impacts.